Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon was making cuts with the handpiece at the 3 and 9 o¿clock position when the locking mechanism broke and the handle snapped back to neutral. Case type / application: tka 2.0.

Event description:
Surgeon was making cuts with the handpiece at the 3 and 9 o¿clock position when the locking mechanism broke and the handle snapped back to neutral. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results -product evaluation and results: the device with pivot mechanism- locking and pin disassociation of mics was reviewed and evaluated in master file. No further product inspection is required. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required as master file has confirmed that the failure mode does not occur due to a manufacturing or process related issue. -complaint history review: procedure for product complaint trend detection, the post market surveillance team analyses, monitors and collects complaint data based on a catalogue number and failure mode combination. If a trend is identified, the post market surveillance team will add it to the trend log for further investigation. Monitoring will be continued under the current quarterly trend review. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.